Event description:
A report was received that the patient was experiencing numbness in the hand and her arm felt like pins and needles. The symptom would persist even when stimulation was turned off. There had been some imaging done. The physician was going to do an injection.

Manufacturer narrative:
Additional information was received that the computed tomography scan report indicated spondylosis which could explain the tingling feeling in arms/hands.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing numbness in the hand and her arm felt like pins and needles. The symptom would persist even when stimulation was turned off. There had been some imaging done. The physician was going to do an injection.